Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had a touch panel error e333. It is unknown when the issue occurred; however, the same device was used to complete the operation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reproduction of the phenomenon for error code e333 could not be confirmed. Investigation was conducted based on the obtained information, but the root cause could not be identified. It was noted, however, that ¿error code e333¿ is displayed when touch panel error occurs. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.